Event description:
Initial result for a pt lipase was <1u/l. When repeated, the result was 541 u/l. The field service representative found that the sample rack tray was misaligned causing the probes to hit the sample tubes. He repaired the instrument by realigning the sample tray.